Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient and placed on the leaflets. During the deployment process, the clip's lock was tested. It was visualized that the clip opened. Troubleshooting was preformed unsuccessfully and the clip continued to open continuously to approximately 30-40 degrees during the lock test. The clip was removed from the patient, a replacement mitraclip was successfully implanted. The procedure was discontinued, the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.